Manufacturer narrative:
Bottle 7 (ethanol) was removed from the instrument for approximately 30 seconds at 09:58am on (B)(6) 2015, which is not sufficient time to complete manual replacement of the reagent; and the properties of the corresponding reagent station were reset. Resetting the reagent station set the concentration to the default value configured in the reagent types definitions (100% in this instance); and reset the number of cassettes processed and the number of cycles and days to zero. Based on information provided by the complainant, it was determined that the sub-optimal tissue processing reported was derived from the "6 hour" protocol started in retort b at 22:10pm on (B)(6) 2015, which completed successfully at 04:08am on (B)(6) 2015. This protocol comprised 44 cassettes, based on data entered into the instrument software by the user. Review of the reagents used for the protocols from which sub-optimal tissue processing was reported shows that bottle 7 (ethanol) was used for the final dehydration step of the "6 hour" protocol started in retort b at 22:10pm on (B)(6) 2015, from which sub-optimal tissue processing was reported. This was the first processing run scheduled following the user resetting the station properties for this bottle. Although the user affirmed in the instrument software that the ethanol concentration in bottle 7 (ethanol) was to be set to 100% at 09:58am on (B)(6) 2015, the actual ethanol concentration in bottle 7 remained unchanged at 87.3% because the reagent had not been replaced. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type. Reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, bottle 7 (ethanol) was used in the final dehydration step of the "6 hour" protocol started in retort b at 22:10pm on (B)(6) 2015, from which sub-optimal tissue processing was reported. The minimum final reagent concentration required for ethanol is 98%.the consequences of using ethanol at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent wax infiltration steps; and contamination of the wax used in the subsequent wax infiltration steps, ultimately resulting in sub-optimal tissue processing. Investigation of this complaint confirmed that the instrument operated within specification during execution of the "6 hour" protocol started in retort b at 22:10pm on (B)(6) 2015, from which sub-optimal tissue processing was reported in this complaint. The root cause of the sub-optimal tissue processing reported was a use error. Specifically, the user failed to complete the manual reagent replacement process in accordance with the manufacturer instructions detailed in the leica peloris/peloris li user manual. The leica peloris/peloris ll user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
Leica biosystems received a complaint regarding sub-optimal tissue processing of approximately 44 blocks comprising breast core biopsies, which had been processed in retort b. The complainant advised that the reagent in bottle 2 (formalin) was replaced on (B)(6) 2015; and tissue samples processed in retort b has "serious fixation issues" and "tissue falling apart". On (B)(6) 2015, a leica field support specialist (fss) attended the laboratory in order to obtain further information regarding the circumstances involved in this complaint and to provide applications support. The complainant reported to the fss that: "I was helping change the instrument and had to leave so, the assistant finished the job. I believe the assistant might have added alcohol to the formalin bottle #2. The reagent smelled like alcohol". The fss noted that all reagents on the instrument at the time of the event had been replaced and the instrument remained in use for processing clinical samples. The fss also offered to provide user training to the laboratory staff. The offer was accepted and training will be scheduled at a mutually convenient time. On (B)(6) 2015, leica biosystems received information that all tissue samples exhibiting sub-optimal processing were diagnosable.